Manufacturer narrative:
Unit passed selftest and displacement test. However, pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that they performed self test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.